Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from an unspecified location. Reportedly, the cartridge was filled with approximately 200 units. Customer's blood glucose was 143 mg/dl. A new cartridge was successfully loaded to address the event.